Event description:
Reddened and/or ecchymotic areas were noted on cheeks after "anchor fast" (et holder) was removed following the patient getting trached. Per the respiratory therapist the anchor fast was changed the previous night and no bruising or discoloration was noted.